Event description:
A report was received that the patient had a sore on the ipg site. It was also mentioned that the patient had a drainage in the pocket site. The patient underwent a pocket wash out.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a sore on the ipg site. It was also mentioned that the patient had a drainage in the pocket site. The patient underwent a pocket wash out.